Manufacturer narrative:
Technical support instructed the facilities maintenance to adjust the voltage on p6 pin 1 on the peg board to 2.5 to repair the bed.

Event description:
The facility indicated the intellidrive runs forward fine but when using the reverse, the intellidrive will run forward.